Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/60 years of age. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: first and second-generation cryoballoon ablation efficacy restoring and maintaining sinus rhythm in patients electrically selected and treated for long-standing persistent atrial fibrillation after acute complete electrical disconnection of pulmonary veins from the left atrium demonstrated. Journal of atrial fibrillation,. 2016;8(6):18-24. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cryoablation procedures using either a 23mm or 28 mm cryoballoon. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there was the following patient complication: one (1) patient experienced a groin hematoma which became a pseudoaneurysm that required surgical repair. The status of the product is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: details of the initial reporter added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.